Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc confirmed that the coating of grasping section was partially missing. Omsc checked he ptfe pad of the subject device and the non-insulated area of grasping section, with no irregularities noted. During the evaluation, the probe broke off at 16 mm from the distal end. There were scratches, around the broken point. The manufacturing history was reviewed, with no irregularities noted. These types of the coating damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the probe damage error occurred due to the cracks on the probe. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopy-assisted colectomy, the subject device was used. In the procedure, probe damage error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the coating of grasping section was partially missing on (B)(6) 2016. And it was not reported that the fragment of the coating fell into the patient.